Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reported information stated " the device could not be advanced into the vessel even when applying force". It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose smc device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the perclose prostyle smcr device should be avoided. In this case, the advancement attempt against the resistance was circumstantial due to the resistance experienced. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to difficulty inserting the device into the anatomy include, but not limited to, patient femoral vessel/anatomy variables, skin incision does not accommodate outer diameter of device. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure of a chronic total occlusion, using a 7f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. An attempt was made with a second prostyle device; however, the device could not be advanced into the vessel even when applying force. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.